Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (unknown concentration, dose 0.19986 mg/day) via an implantable infusion pump. Indications for use included non-malignant pain and pancreatitis. It was reported that the patient¿s pump had been beeping for a couple of days prior to (B)(6) 2015. The patient checked the alarm status with the personal therapy manager (ptm) which showed a code 8254 (low reservoir alarm). The patient then believed she heard the critical alarm later on (B)(6) 2015. The patient¿s doctor was out of town as well as the local company representative. In the patient¿s notes, her pump refill was supposed to be before (B)(6) 2015. When the patient called for the appointment, they made the appointment for (B)(6) 2015. The patient thought she may have been having some localized pain over the implant in her back. The patient was currently driving to the emergency room (ER). Further follow-up was conducted to clarify if telemetry confirmed the alarm, if any troubleshooting or interventions were performed, and the patient outcome. If additional information is received, a follow-up report will be sent.